Event description:
During postoperative x-ray doctor noticed fixation screw had migrated from below bone plate surface level to a level above the bone plate surface. Pt was not compromised. Doctor made decision not to re-fixate the screw at this time.